Manufacturer narrative:
Concomitant medical products: d274trk crt-d; implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had been previously capped due to diaphragmatic stimulation. No further patient complications have been reported as a result of this event.